Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. In 2011, when the patient would adjust his interstim device, he would get pain, so then he would adjust his spinal cord stimulation and then he would pee, and the two devices would go back and forth needing to be readjusted. The patient noted that both of his implants are on his left side for his left nerves and they affect the setting of the other one. The patient reported that the patient adjusted the settings, and after trial and error, the settings are better now. There were no further complications reported or anticipated. The patient¿s medical history prior to implant includes having l4 and l5 pinched nerve which affects his circulation. The patient has a history of coagulate blood in his family, so there is a history of blood clots as well. He had a pinched nerve for 4 days where he felt like his leg was on fire and was being chopped off with an axe. The patient¿s nerve was shot, so the health care provider wouldn¿t do a spinal fusion, and the patient started having peeing problems. They had tried medications, but it wasn¿t a problem with the bladder, it was with the nerve. The patient noted that he was currently on vicodin, percocet, muscle relaxer and various other drugs.